Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection after implant. They had undertaken treatment at the hospital, and anti-infective treatment will be performed at a later stage. The ins was to be moved from the left side to the right side. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. The patient was currently observing in the hospital. No further complications were reported as a result of this event.